Event description:
Johnson and johnson representative brought in loaner depuy instruments to assist in removing old system. During posterior spinal fusion hardware removal, the tip of the screwdriver broke within the tulip of the s1 screw. The fractured tip of the screwdriver could not be removed and was left in place. Broken screwdriver tip considered a retained foreign body.